Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
Boston scientific received information that during a routine follow up the right ventricular (rv) lead showed high out of range shock impedance measurements. All other measurements appeared stable. A request for boston scientific technical services (ts) was requested. No adverse patient effects were reported. A review of the disk date by ts confirmed out of range shock impedance measurements. Ts discussed that all the shock vectors of the device are high and out of range but not so high to suspected a lead issue, but rather a patient related condition that is increasing the overall impedance associated with both coils and the device. Ts discussed possible troubleshooting. At this time the system remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that integrity testing was performed and values for the shock impedance measurements were within normal range. No induction testing was performed, and the system remains implanted. No additional adverse patient effects were reported.